Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a vacuum assisted breast biopsy procedure, the marker allegedly got stuck in the probe. It was further reported that the marker was near to the surface of the skin and caused some pain. Reportedly, the probe was removed and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a breast tissue marker placement procedure, the device was allegedly difficult to remove from the patient's breast. It was further reported that the marker allegedly failed to separate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, the investigation for the identified improper or incorrect procedure or method is confirmed as the reported material number states that the product cant be used with encor probe but it has been used. Therefore, the investigation for the reported difficult to remove and separation failure is kept as inconclusive as the identified may contributed to the issue. Usage of the marker improperly with the probe is a root cause for the identified improper or incorrect procedure or method and for the reported difficult to remove and separation failure issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: b5, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned